Event description:
It was reported that there was oversensing observed on the right atrial (ra) channel of this implantable cardioverter defibrillator (ICD) system. Technical services (ts) performed a review of the recorded episode and determined that the episode is consistent with respiratory rate trend (rrt) oversensing. Ts noted that all measurements are within range. It was recommended to continue monitoring the ra lead status. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that there was oversensing observed on the right atrial (ra) channel of this implantable cardioverter defibrillator (ICD) system. Technical services (ts) performed a review of the recorded episode and determined that the episode is consistent with respiratory rate trend (rrt) oversensing. Ts noted that all measurements are within range. It was recommended to continue monitoring the ra lead status. No adverse patient effects were reported. This device remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.